Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c,d codes , remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of an over infusion of sodium 3% was not observed in a review of the logs or replicated during testing of the suspect pump module. The root cause of the reported over infusion of sodium 3% was not able to be identified during the investigation. The suspect device was laboratory tested and found with no anomalies that would contribute to the reported over infusion complaint. Laboratory testing found the suspect pump module delivering fluids with no observed periods of unregulated flow. The customer provided an event date of 09 september, and the time was reported between 2:14 am to 3:17 am. There were two observed programmed rates for the same drug ID 12 during the reported timeframe and are summarized below. Initial power on occurred on (B)(6) 2023 at 2:09 am. Suspect pump module s/n (B)(6) alarmed for ¿safety clamp open/close door¿, alarmed for closed door, one minute later the system was powered off and one minute later the system was powered on. At 2:13 am, the module received/started a remote IV infusion for drug ID 12, with a rate of 300ml/h and a volume to be infused (vtbi) of 50ml. At 2:14 am, the module alarmed for air in line, alarmed for ¿safety clamp open/close door¿ and the door was and the infusion was restarted. Primary volume infused (pvi) was recorded as 0.26ml. At 2:25 am, the programmed infusion completed, keep vein open (kvo) was started and the infusion was channeled off. Pvi was recorded as 50.2ml. Second programmed rate: at 2:26 am, the module was selected for programming, the previous infusion was restored with an updated rate of 10ml/h and entered vtbi of 400ml. At 2:27 am, the module received/started a remote IV infusion for drug ID 12, with a rate of 10ml, and a vtbi of 500ml, the user entered vtbi of 400ml and the infusion was started. Pvi was recorded as 50.4ml. At 3:11 am, the module alarmed for occluded fluid side, was restarted, two (2) minutes later it alarmed for occluded fluid side, alarmed for door closed and the infusion was paused. Pvi was recorded as 57.7ml at 3:17 am, the module was selected for programming, was restarted, paused and channeled off and one minute later the system powered off. Pvi was recorded as 58ml. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module did not observe any anomalies that would contribute to the reported complaint. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions. To prevent a potential free-flow condition, ensure that no extraneous objects (for example: bedding, tubing, glove) are enclosed or caught in the pump module door. The directions for use (dfu), door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration set¿s roller clamp should be the primary means of controlling fluid flow when the device door is opened. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump was programmed to infuse 3% hypertonic saline bolus dose at the rate of 300ml/hr., volume was 50ml. This was followed by a continuous drip 10ml/hr. The clinician scanned the medication and the pump. The rate shown on the pump reportedly matched the order on medication administration record (mar). At 0214 clinician opened the door to trouble shoot an air in line alarm. When the clinician returned at 0315, it was found that the 500ml bag was almost empty. The drip was then stopped, and the medical intensive care unit was notified. It was reported that due to the event, "dextrose 5% in water (d5w) was ordered and administered when the error was noted," and sodium 3% infusion was discontinued. Although requested the devices were not returned to bd for investigation. Third party (agiliti) testing was performed and it was reported the issue could not be duplicated.

Event description:
It was reported that the pump was programmed to infuse 3% hypertonic saline bolus dose at the rate of 300ml/hr., volume was 50ml. This was followed by a continuous drip 10ml/hr. The clinician scanned the medication and the pump. The rate shown on the pump reportedly matched the order on medication administration record (mar). At 0214 clinician opened the door to trouble shoot an air in line alarm. When the clinician returned at 0315, it was found that the 500ml bag was almost empty. The drip was then stopped, and the medical intensive care unit was notified. It was reported that due to the event, "dextrose 5% in water (d5w) was ordered and administered when the error was noted," and sodium 3% infusion was discontinued.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump was programmed to infuse 3% hypertonic saline bolus dose at the rate of 300ml/hr., volume was 50ml. This was followed by a continuous drip 10ml/hr. The clinician scanned the medication and the pump. The rate shown on the pump reportedly matched the order on medication administration record (B)(6) clinician opened the door to trouble shoot an air in line alarm. When the clinician returned at 0315, it was found that the 500ml bag was almost empty. The drip was then stopped, and the medical intensive care unit was notified. It was reported that due to the event, "dextrose 5% in water (d5w) was ordered and administered when the error was noted," and sodium 3% infusion was discontinued. Although requested the devices were not returned to bd for investigation. Third party (agiliti) testing was performed and it was reported the issue could not be duplicated.

Manufacturer narrative:
Additional information : imdrf annex a, g, c, d codes.